Event description:
It was reported that the physician felt difficulty in manipulating an asahi regalia xs 1.0 guide wire during a percutaneous peripheral intervention to treat a 90-99% stenosis in the superficial femoral artery. The guide wire was advanced with an asahi corsair armet metal-tip catheter when manipulability of the guide wire was felt deteriorated. The guide wire was exchanged to a new one. Blood flow was successfully reestablished by stent deployment. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in returned to manufacturer. The regalia xs 1.0 guide wire was returned for evaluation. The tip for approximately 25mm was wavily deformed. The coil was exposed for approximately 7mm from the tip due to peeled polymer jacket. The peeled polymer jacket was hanging from the rest of the polymer jacket remaining intact on the guide wire. At the tearing site of the peeled polymer jacket, a bite mark likely caused by a sharp and edgy object was observed. The ball tip remained attached on the very distal end of the guide wire; the coil remained intact. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the surface of the regalia xs 1.0 guide wire had most likely scraped by the metal tip of the concomitant corsair armen catheter due to tortuous anatomy during wire or catheter manipulation. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, possibility could not be completely ruled out that fragments of the polymer jacket had likely left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.